Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. The insulin pump communicated properly with the glucose sensor simulator and the transmitter. The low predict alarm and threshold suspend alarm functioned properly and no anomaly was noted. The daily total of insulin pump was 39.750 units on (B)(6) 2015, 33.000 units on (B)(6) 2015, 38.525 units on (B)(6) 2015, 35.450 units on (B)(6) 2015, 10.225 units on (B)(6) 2015 and 0.0 units on (B)(6) 2015. There was an off no power alarm on 01/15/15 near 5 am due to a depleted battery.

Event description:
It was reported by the mother of the customer that the customer passed away at home, on (B)(6) 2015. The cause of death is still unknown. The caller stated that the customer had retinal surgery approximately ten years ago, and that was under control. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The customer's blood glucose at the time of death was unknown. The caller stated that she was not sure if a sensor was worn at the time of death; the customer was discovered by a friend. The customer was taken to the funeral home and the funeral home sent back only the insulin pump to the mother of the customer. The mother was advised that when the police arrived, they heard the insulin pump alarming. The caller stated that she wants to speak with the family before deciding whether they want to send the insulin pump back for analysis. No further information is available at this time.

Manufacturer narrative:
This information is provided in response to your request dated february 24, 2015 for additional information. (B)(4)

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. It was reported that the customer's doctor stated that the cause of death was unknown. The doctor also stated that the customer was having problems with low blood glucose and threshold suspend. The doctor reviewed the customer's carelink reports, noticed that the customer had been having low blood glucose readings, and then the doctor called the customer to make adjustments. The doctor never heard back. An attempt was made to contact the next of kin, at the phone number listed on the customer's account, but the voicemail is that of the customer. No message could be left. Another attempt was made to contact a next of kin, but only a voicemail was left, asking for a callback. At this time, no further information is available.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.